Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and to contact support if the malfunction code appears again.